Event description:
It was reported that the patient experienced convulsions in the area of the implantable neurostimulator (ins) when the amplitude was higher than approximately 8.0 volts. The ins was checked with the clinician programmer on (B)(6) 2012 and no stimulation was obtained despite trying different lead configurations, power/amplitude levels, and other setting types. It was noted that further examinations were on going. No injuries were reported and no actions were performed as a result of the event. If additional information is received, a follow up report will be sent.

Event description:
Further information showed at the time of interrogation on (B)(6), 2012, that impedance measurements wer within normal range (391 to 1519 ohms - taken at 1.5 volts, 210 us, 31 hz). The battery status was reported as okay. If additional information is received, a follow up report will be sent.

Event description:
Additional information received reported that the patient received oral medication and that it was not intended to perform any revision. The patient was doing well.